Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.

Event description:
It was reported that one of the teeth on the unit, broke off in the knee of the pt. It was further reported that the broken piece was retrieved via suction.